Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge fse evaluated the iabp unit and found that tapping the housing would make the problem appear and disappear. To correct the issue, the fse replaced the lcd assembly and video receiver to lcd cable. A full system test was completed and re-confirmed with the new display. All tests passed to specification and the iabp was released for clinical use. The initial reporter is a getinge employee whose contact details are: (B)(6) which differs from that of the event site.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented with intermittent lcd display issues (jitters and lines). This event was discovered during system testing for a field action performed by a getinge field service engineer (fse). There was no patient involvement and no adverse event was reported.